Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 548 mg/dl and a correction bolus was delivered via pump. Pump settings were reported to be the cause of elevated bg. Recommendation was made for the customer to discuss the event with a healthcare provider.